Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. (B)(6). A call to technical services on 11/4/201 3 states that there were issues implanting st. Jude medical durata lead thus, this lead is functioning as proximal coil and a single coil lead as distal coil. The shock lead impedance was fluctuating initially at 68, 60, 66 and 46 ohms. When they checked the lead impedance again it was at 48, 45, 55 and 56 ohms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)